Event description:
A (B)(6) male admitted to the hospital with chest pain and shortness of breath x 1 week on (B)(6) 2015. Patient with history of coronary artery disease, hypertension, previous cardiac cath w/stent. Patient underwent cardiac cath on (B)(6) 2015. Procedure went well and mynx ace closure device used to close the r groin puncture site. The physician deployed device (steps #1 and #2). Step #3 was completed by cath lab staff. During step #3 the syringe was locked in place and the stopcock was turned to allow the air to escape from the balloon. When the device was pulled to remove from the patient's groin, resistance was met. Step #3 was repeated, including changing to a different syringe and re-locking it. Staff was attempting to remove the device when the device broke and separated from the guidewire that remained through the puncture site. Physician was attempting to remove the device when the wire broke off at skin level. The sheared portion of the wire (7cm) floated down the right leg and lodged in the popliteal artery resulting in acute ischemia to the right lower extremity. An angiogram and retrieval of the foreign body from the right popliteal artery was required. Good glow returned to the leg following retrieval.